Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that sometimes she will get readings that say 57 mg/dl or in the 40's mg/dl range. Customer also received low alerts. Customer's blood glucose level was 147 mg/dl. Customer's sensor glucose reading was 40 mg/dl. Differences between readings were not within an acceptable range. Customer stated that the pump keeps beeping and that others can hear it. Customer stated that she is going to turn the sensor off. Customer will be sent a replacement sensor as a courtesy. Customer also received weak signal alerts in bed. Customer was advised to ensure that the pump is located within 6 feet of the transmitter. Customer stated that she thinks that the cell phone is the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.